Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found opened supplier sealing. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in under 510k number k150850. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue. Corrective action has been initiated to address the reported issue. This report is number 1 of 2 mdrs filed for the same event (reference 3006946279-2016-00390 / 00391).

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.